Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported for this lot number and issue to date. The balloon was returned within a st jude medical 12fr introducer sheath. The distal end of the balloon protruded from the distal tip of the introducer sheath. The visible balloon material outside of the sheath was slightly bulged. The distal tip of the sheath was observed to be slightly flared. The balloon was unable to be retracted through the sheath due to the bulged distal end. The sheath was then cut from the balloon and no anomalies were noted to the folding pattern of the balloon. The catheter was inserted and retracted through a 12fr hole in the in-house hole gauge without issue. Based on these results, the investigation is confirmed for retraction issues; however, the definitive root cause could not be determined. It is unk if pt and/or procedural issues contributed to the reported event.

Event description:
It was reported that after aortic valvuloplasty, the balloon could not be retracted through the introducer sheath. The balloon and sheath were removed together as a single unit without incident. There was no reported pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time.